Manufacturer narrative:
System analysis/service repair performed on 20feb2018: the reported error codes were confirmed and determined to be the result of a faulty lps power supply. The lps power supply and distilled water were replaced and interlock functionality verified. The system was tested and verified to meet manufacturers specifications. The faulty lps power supply was received by the manufacturer for analysis on february 27, 2018. Lps power supply analysis results are not yet available.

Event description:
It was reported that during a prostate procedure error codes were observed and the procedure could not be completed. There was no injury reported.

Manufacturer narrative:
Product evaluation: the fru, lps rohs s/n (B)(4) evaluation was completed on march 10, 2018 and noted no packaging damage on the box, external appearance shows no damage. An hps/xps laser power supply functional test was performed and unit passed the test. Although the power supply passed the functional test acceptance criteria; the unit was scrapped. Probable root cause: based on fa report, the probable root cause for error 235 and 202 could not be determined.